Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device was not empty after seven days. The device had been filled with 55ml fluorouracil and 30ml unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date -- 03/13/2015 - 03/16/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection performed prior to functional testing found no issues. Functional flow rate test was performed and it was found that the sample stopped flowing. The reported condition was verified. Microscopic inspection determined the cause of the reported condition was due to drug crystalization blocking the fluid path inside the lumen of the glass capillary. The cause of the drug crystalization is unknown. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.